Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and was not able to reproduce reported issue. The imaging system was booting and operating. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A radiologic technologist (rt) from the site reported that when attempting to reboot the imaging system, it would not fully come back up. It remained with 3 red xs and displayed "initializing please wait" for over 5 minutes, so they just powered off and left the system. There was no patient present when this issue was identified.